Event description:
According to the rptr, in may 1992 she had a laparoscopic procedure for the purpose of diagnosing her left sided pelvic pain. She was diagnosed with endometriosis although according to the rptr she previously had a hysterectomy. During this procedure, a trocar "fell apart." The rptr believes parts of the trocar and some unused staples remain in her body. According to her chart, her colon, urinary bladder, and a ureter were damaged, but other physicians have found no evidence of this "damage". In may 1994, the rptr had a bladder suspension to correct urinary incontinence. It is during this procedure that a "stimulator" was allegedly implanted without her knowledge or consent. According to the rptr, in 1996 she began experiencing "electromagnetic shocks" throughout her body. Reportedly, she is able to predict when the telephone will ring secondary to a "sensation" which occurs in her ears. The rptr also has other "sensations" related to various forms of communication. The implantation of the device was confirmed by the physicians secretary. The rptr believes the device is tested daily for tracking her via satellite imaging technology as well as intentionally inducing pain for abusive purposes. The rptr believes the device was not FDA approved at the time of implantation and to her knowledge, the device was to be used for pain management.